Manufacturer narrative:
The biomed replaced the blower to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
G5:510(k)#: k102985; b4:06aug2021. It is unknown if any parts or repairs have been conducted in relation to the alleged complaint. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit had a temperature high error message. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme unit had a high temperature error message and the circulation fan filter looks dusty. The customer reported that this was the 3rd unit in their facility that has had the error code. The customer stated they have replaced blowers and has not observed any repeats. The rse informed the customer that we not aware of any trends at this time and discussed filter maintenance. The rse advised the customer to replace the blower. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.